Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral stem; unknown humeral tray; unknown humeral bearing; unknown glenosphere; unknown glenoid base plate. The complaint is in investigation, once the investigation is completed a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report(s): 0001825034 - 2018 - 09182. Remains implanted.

Event description:
It was reported that the patient underwent a left shoulder arthroplasty revision surgery. Subsequently, the patient is now experiencing limited range of motion and numbness in fingers and hands. No additional information is available.

Manufacturer narrative:
Upon reassessment of the reported event it was determined that the patient had no zimmer biomet product at this point of time and hence the initial report submitted should be voided.

Event description:
Upon reassessment of the reported event it was determined that the patient had no zimmer biomet product at this point of time and hence the initial report submitted should be voided.